Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet bionic pancreas, with a highest reported blood glucose of 339 mg/dl and persistent levels above 180 mg/dl for approximately two hours; the user performed an infusion set change and noted subsequent readings around 318 mg/dl with a stable trend, and later reported a blood glucose of 70 mg/dl. Symptoms included hyperglycemia without reported systemic complications, and a subsequent episode of hypoglycemia without reported sequelae. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no need for assistance. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no device alerts above 300 mg/dl for over 90 minutes and no confirmed device malfunction or component failure; the cause of the hyperglycemia remained unclear in the context of concurrent covid-19 illness and a recent infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.